Event description:
On 9/24/99 pt went to interventional radiology portacath check for inadequately functioning right subclavian vein chest port. Fluoro evaluation demonstrated a catheter fragment from right subclavian vein chest port which was noted to extend from right atrium into the hepatic vein. Pt had successful removal of foreign body catheter fragment.